Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was reading inaccurately high compared to another device. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2012 at 8pm. The patient reportedly compared the subject meter against an aviva meter; however, the results obtained on either meters are not known. The patient manages his diabetes with insulin (self adjuster). According to the csr's documentation; at the same time after the alleged meter issue occurred, the patient reportedly continued with his usual diabetes regimen; he subsequently developed a symptom of lightheadedness 10-15 minutes later; and within five minutes the patient consumed food and/or drink as self-treatment. The patient denied testing his blood glucose with another device. During troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement (mg/dl); however, the csr discovered the patient had not set the subject meter to the correct code number (per owner's booklet recommendation). Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the alleged issue remains unresolved. There is no evidence, however, that the patient suffered a serious injury because of the alleged issue. The patient's reported symptom of lightheadedness does not meet lifescan's criteria for a serious injury. There is no evidence of a delay in treatment.

Manufacturer narrative:
The products involved with this complaint have been returned on (B)(4) 2012 and evaluated by product analysis (pa) respectively on (B)(4) 2012 and (B)(4) 2012. With the following findings: the test strips were evaluated and was found to have failed for control solution high. The meter passed testing with no faults found. The meter was found to function properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.